Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 70-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The user facility reported that an impella cp device stopped functioning after being successfully placed in a patient. The device performed for 24 hours with lower than expected flow rate but then the purge rate dropped dramatically and the pump alarmed intermittently, and then stopped. Several unsuccessful attempts to restart the pump were made. The pump was successfully removed from the patient and no harm was reported.

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was submitted. The device was not returned for investigation. The data logs show multiple impella position alarms and a gradual purge pressure rise followed by a motor current spike. The high purge pressure did not resolve. The root cause of pump stop was high purge pressure, the cause of high purge pressure was not determined as no product was returned. D6a, d6b, g3.